Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The mother stated there was moisture behind the insulin pump's screen. The mother also reported the insulin pump went blank while on vacation. The customer's blood glucose was unknown at the time of incident. It was also found the customer had several scratches on the insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.